Event description:
It was reported that a right ventricular assist device (rvad) was placed on the right atrium. Outflow graft was attached to the pulmonary artery. The patient was placed on extracorporeal membrane oxygenation (ECMO) for oxygenation issues after coming off a cardiopulmonary bypass (cpb).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas insrtuctions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the bivad was planned. The right heart failure existed before the left ventricular assist device (lvad) was implanted. Device related issues did not cause or contribute to the right heart failure. The patient had symptoms of cardiogenic shock, severe tricuspid regurgitation, and severe mitral regurgitation.

Manufacturer narrative:
B5: narrative information. H6: adverse event problem, updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.